Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient with right heart failure experienced high power and had a pump exchange due to pump thrombus. It was last reported that this patient had severe bleeding and expired from multi-organ failure. The rvad (B)(4) involved in the high power event was returned to the manufacturer for evaluation while the exchanged rvad (B)(4) was not returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the pump (B)(4) met all requirements for release. The reported event could not be confirmed via review of the controller log files since log files were not available for analysis. Visual inspection of the returned pump did not find any scoring of the impeller or ceramic surface. During dimensional and functional verification, no issues were identified that may have caused or contributed to the reported high power event. However, pathologic analysis confirmed the presence of thrombus within the superior surface of the impeller and the inflow conduit. The most probable root cause of the reported event may be attributed to thrombus formation/ingestion within the device. Death, multi-organ failure, right heart failure, and major bleeding are known potential events associated with vads as outlined in the IFU. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2013-00033 and 3007042319-2016-01109) submitted for devices related to the same event. (B)(4).

Event description:
It was reported from the united states that this patient's right heart failure was progressing and it was decided to implant him with a ventricular assist device (vad) on the right ventricle. Six days after the implant, the site reported a pump thrombus after the site pulled a pulmonary artery catheter. The decision to exchange the pump was made on (B)(6) 2013 and the exchanged pump ((B)(4)) was returned to the manufacturer for evaluation. Additional information received from the site indicated that the patient had severe bleeding and died from multisystem organ failure on (B)(6) 2013. The replacement pump ((B)(4)) was not returned to the manufacturer for evaluation.